Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customers blood glucose level. The customer changes supplies and resumed insulin therapy. However, troubleshooting was exhausted and a replacement pump was sent to resolve the issue.